Manufacturer narrative:
Pdi (peripheral arterial ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition identified as society for cardiovascular angiography and interventions (scai) stage d shock. The patient¿s comorbidities were not reported. During impella cp support, the patient developed loss of pulses in the right lower extremity, consistent with limb ischemia. Based on the reported clinical course, the patient was taken to the operating room for device removal, surgical closure of the femoral access site, and placement of a new impella cp device via an axillary approach. The reported limb ischemia is consistent with known risks associated with large-bore femoral arterial access, particularly in the setting of cardiogenic shock with compromised peripheral perfusion, large-bore femoral arterial cannulation, and altered hemodynamics requiring mechanical circulatory support, which may contribute to reduced distal limb blood flow. The patient survived to explant to device exchange.